Event description:
The customer reported that the system's fluoroscopy does not shut off after releasing the foot pedal. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation and the extended exposure feature was turned off. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.